Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 at 1:30 pm, the patient allegedly had an "insulin reaction". The patient experienced the symptoms of "not feeling right" and disorientation. Emergency services were contacted; the patient was unable to provide his blood glucose as tested by the paramedics. The patient was treated intravenously with dextrose and transported to the hospital. The patient's blood glucose level was then 157 mg/dl; and at 3:15 pm was tested to be "lo mg/dl" (less than 20 mg/dl). The patient was discharged from the emergency room when his last blood glucose reading was 109 mg/dl. Troubleshooting revealed there had been no unintended insulin taken, the pump date/time, programming and basal settings were correct and the insulin had been handled properly. It was also determined the low blood glucose levels may have been linked to the use of a new vial of insulin. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received emergency medical attention and treatment with dextrose, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.